Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and was hospitalized 3 or 4 times. Blood glucose level at the time of the incident was 397 mg/dl. Customer had been in the hospital 3 or 4 times because the insulin pump wasn't working also mentioned every time it was because it wasn't delivering. The customer stated there was no alarm or alert that it was working. The customer reported that insulin pump will alarm to change the battery. The customer stated she hasn't been wearing the insulin pump. The customer stated the cannula was bent or twisted. The customer stated she hadn't received any insulin flow blocked alarms. The customer stated she treated with manual injections. The customer stated ran a self test and a functional test and they both passed. The customer has called in for hospitalization events. The insulin pump will not be returned for analysis.